Event description:
Some time after completion of case using the nexdrive, physician noted that the nexdrive z-adjust scale was located at a different physical location on the body of the nexdrive when compared to a previous sample of the nexdrive. Physician stated he had used this nexdrive in a recent case and had experienced a 4mm discrepancy in the expected depth. There was no report of pt injury.